Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was moisture visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data showed continual rebooting occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads along the bumper to the case seal. The returned battery cap secured properly to the pump. The pump powered on with a blank display. The audible tone and vibratory alarms functioned properly. A leak test was performed and showed a battery compartment leak. The pump case was removed and evidence of moisture contamination was found on main pcb (on display connector); on display screen flex contacts, transceiver pcb and inside cover. The complaint of the power issue was not able to be fully investigated due to the blank display.